Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
There was a failure on the usage of the stapler echelon power 60mm. During the first stapling, it only worked on the automatic. It did not return and kept jammed. We had to unlock it manually, because neither the reverse worked. There wasn't damage to the patient. Procedure: sleeve.

Manufacturer narrative:
(B)(4). Batch number: r57c48. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. In addition another ecr60d reload was received unfired, with the pan dislodged and damaged. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damaged on the cartridge pan, it is possible that the damaged was due to an improper handling of the cartridge. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.